Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image appeared foggy or greyish, and after the laparoscope entered the human body, the image became unclear during inspection for use involving an olympus laparoscope, gynecologic device. There were no reports of patient injury.